Event description:
It was reported the patient received the following results within 15 minutes: 306 mg/dl, 308 mg/dl and 98 mg/dl.

Manufacturer narrative:
The customer returned an empty test strip vial.